Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Testing was completed to assess lead electrical performance and measurements were within normal limits. An x-ray was performed and no fracture was noted. Visual inspected found damage to the lead. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this implantable defibrillation lead exhibited oversensed noise resulting in inappropriate anti-tachycardia pacing (atp). It was found the lead had fractured. It was noted the lead body was twisted which was suspected to be due to twiddler's syndrome. This lead was successfully extracted, however additional damage occurred from the extraction process. An subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable defibrillation lead exhibited oversensed noise resulting in inappropriate anti-tachycardia pacing (atp). It was found the lead had fractured. It was noted the lead body was twisted which was suspected to be due to twiddler's syndrome. This lead was successfully extracted, however additional damage occurred from the extraction process. An subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.